Event description:
This spontaneous report was received on (B)(6) 2012 from a wife reporting on her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach max tooth and gum toothbrush full head medium to brush his teeth (route dental, lot number and expiration date unspecified). After an unspecified duration, while brushing his teeth, the head of the toothbrush broke off below the bristles. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(6) 2012. This closes out this report unless other additional significant information is received.